Event description:
It was reported that one week post implant, there were high pacing thresholds and loss of capture. A myocardial perforation was diagnosed. The lead was removed. No further patient complications have been reported as a result of this event.